Event description:
It was reported that oversensing was seen on nsln segms. Far p wave oversensing was observed. The device was reprogrammed to decrease ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.